Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, UDI#: asku. The system was serviced at the site and found to be fully functional. The system passed checkout and was returned to service. Review of software logs found no device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the instruments are not verifying properly after some time of system usage. There was no patient present when the issue occurred.